Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 29-mar-2019. The most recent information was received on 05-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the coils was found to have migrated and was poking from my tube") and pelvic pain ("pain") in a female patient who had essure (batch no. 626623) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increasing blood loss"), migraine ("migraines") and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (hysterectomy to remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia, migraine and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: consumer stated that it impacted her life, stopped her doing things she loved. She couldn't even sneeze without pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 29-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the coils was found to have migrated and was poking from my tube") and pelvic pain ("pain") in a female patient who had essure (batch no. 626623) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increasing blood loss"), migraine ("migraines") and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (hysterectomy to remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia, migraine and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: consumer stated that it impacted her life, stopped her doing things she loved. She couldn't even sneeze without pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.